Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), high thresholds were persistent. The device was repositioned and the thresholds were within normal limits and the device was implanted. Post-operatively, the thresholds rose to high levels and it was decided to implant a transvenous system as a replacement due to the patient's dependency. The leadless ipg remains in the patient as a back up pacer. No patient complications have been reported as a result of this event.